Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit due to unrelated issues. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. A device restoration was performed successfully. The patient was noted to be asymptomatic due to the backup vvi but eventually expired due to the unrelated issues.